Manufacturer narrative:
No device or device photo was returned for investigation. Functional and visual testing could not be performed and no confirmation due to no device returned. Due to this, no root cause was determined. The device history review of the reported lot number found no non-conformities during the manufacturing process.

Event description:
It was reported that the tube from the catheter tore off right at the connection point. The hose was inserted correctly up to the stop and is clearly visible through the small hole. The catheter had to be retrieved via the groin, which required a partial hospitalization. There was patient involvement.